Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an endovascular aortic repair (evar) procedure, the performer introducer (12 fr) valve was leaking. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient outcome, and quantification of fluid leakage has been requested, but is not available at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. No images were provided for review. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the IFU, ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this produce should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight." Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.